Manufacturer narrative:
(B)(4). The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.

Event description:
Customer reported receiving erratic readings on their freestyle flash blood glucose monitor. Customer reported receiving reading of 119 mg/dl and 446 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer knew that the meter wasn't working correctly and reported symptoms of sweating and feeling nervous. Her meter gave her a high reading, she took insulin and she started to shake and tremble. Customer called the paramedics, they reported a reading of 52 mg/dl. Paramedics treated the customer with juice and added sugar to it, they also told customer to eat something. There was no report of death, serious injury or mistreatment associated with this event.